Event description:
The account reported the bed exit was not functioning. The bed was located in 3b10 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the bed was zeroed with a patient in the bed causing the scale to read a negative weight, user error. The technician zeroed the scale without a patient in the bed to resolve the issue. Based on this information, no further action is required.